Event description:
The customer reported that the device is unable to detect the test load during the operational check. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.